Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient turned stimulation off at night and then turned it back on in the morning. The patient stated that for "the last week or so" ((B)(6) 2016) she felt erratic stimulation and did not feel it all the time. The patient also stated that when "in an incline position it drives me crazy it's very strong". It had been happening for a while and she went to see the doctor and it started to work better but about a week prior it started doing it again ((B)(6) 2016). It was indicated that she had a fall recently and was not sure if they started in (B)(6) but stated it was in 2016. The patient mentioned she thought it was taking longer to charge the implant, since sometime this year (2016). She did not think the implant had moved or shifted. The patient was redirected to their healthcare professional.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.